Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the lad and 1st diagonal. One resolute onyx des was introduced into the guide catheter but not implanted. The cec adjudicated non q-wave mi (vessel unknown) 3rd udmi spontaneous occurred approximately one month post index procedure. (Update 03 jul 2019 also reviewed).